Event description:
On 3/19/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user's son found the user unresponsive and ems was called. The event occurred on 3/18/24. On 3/20/24 a beta bionics customer care agent followed-up with the son about the event. The son reported the user's cgm glucose ran high and the ilet correction caused the user's blood glucose (bg) to go low (40 mg/dl). The son found the user semi-unconscious, dizzy, and sweaty. The son gave the user rapid acting carbs as the user was unable to treat themselves. Ems was called and also gave the user dextrose. The user's bg was brought up without any need to go to the hospital. Of note, the user had contacted beta bionics on 3/11/24 about receiving multiple restart ilet notifications. The user reported the alerts were occurring daily. A replacement pump was sent to the user; however, the user accidentally sent the replacement pump back and was still using the previous pump. The user was on the previous pump during the low bg event. The user has since switched to their replacement ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Several instances of alert 28 (battery thermistor range) were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-02-01 and all cgm alerts were set to "true" (on) between 2024-01-30 and 2024-02-01. Body weight was not changed after initial setup on 2024-01-30. Data for the described event date of 2024-03-18 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-16 at 7:32pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user experienced two mild hyperglycemic excursions during the overnight period, the first one lasting about three hours and reaching a peak cgm glucose of 352 mg/dl, and the second one lasting one hour, reaching a peak cgm glucose of 252 mg/dl. Cgm glucose goes below range an hour later, with a nadir cgm glucose of 36 mg/dl and a total time of 30 minutes spent less than 54 mg/dl. The ilet was found to suspend insulin delivery when cgm glucose began dropping about 90 minutes prior to cgm glucose going below range, with the exception of two basal doses delivered while cgm glucose was in range. The user had been experiencing glucose variability on the days prior to the event, and there are several times where multiple meal announcements were delivered during hyperglycemic excursions, indicating the user was possibly attempting to correct their hyperglycemia with the meal announcement, leading to maladaptation. The user had also previously reported over-treating their hypoglycemia, contributing to their glucose variability. Alert 28 was found being triggered multiple times in the engineering logs, however no malfunctions related to insulin delivery or software algorithm were found. The device appropriately triggered all low glucose alerts and appropriately paused basal delivery requests for insulin throughout the two low events found in the review date. The ilet also appropriately entered bg-run mode while the cgm sensor was in its warmup period. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. This hypoglycemic event was likely caused by a pattern of behavior (overtreating lows and announcing meals to correct hyperglycemia) that lead to maladaptation of the ilet and subsequent glucose variability. The ilet delivered and suspended insulin and triggered low glucose alerts in response to cgm glucose levels throughout the event.